Event description:
On 09/04/2006, the lay user/reporter (pt's daughter) contacted lifescan (another country) alleging that the one touch pocketscan had the "apply sample " issue. The technical service rep (tsr) contacted the pt's daughter on two days later to obtain/verify the following info. The reporter stated that the "apply sameple" started a "long time ago" and the issue was intermittent. The pt's last successful meter test was approx on three days prior to original date, at 9am when he obtained a "6.8 mmol/l" meter reading. The pt usually tests 7-10 times/day but when his meter does not work, he has access to his wife's one touch ultra. Although the pt was unable to intermittently test on his meter, the pt continued taking his oral medications (1 tablet of 800 mg metformin, 3 times/day) as usual. On an unspecified date/time, the pt developed symptoms of feeling tired, frequent urination, thirsty and being forgetful. The pt does not have any health conditions. Approx one month ago in the morning, the pt went to his dr because he was feeling unwell, and because he was unable to obtain a meter reading. The pt was still symptomatic when he obtained a blood glucose result "approx 8.7 mmol/l" on the dr's meter. The reporter stated that the pt only obtained a glucose test at the dr's visit, and he did not receive any further medical treatment. The pt took metformin in the morning (before the dr's visit) and after lunch (after the dr's visit) as usual and started to feel better in the afternoon. This complaint is being reported because the pt was unable to test on his meter while experiencing symptoms, which suggest high blood glucose. The meter, test strips, and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.